Event description:
It was reported that the patient underwent a surgical procedure to replace his inflatable penile prosthesis (ipp) pump due to a tubing kink. Prior to this surgery, the physician trouble-shooting the device by attempting to cycle the device. The pump would not squeeze during this evaluation. The device worked as expected after the pump was replaced. The patient is doing well following this surgery.